Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2012, due to cellulitis and swelling around the implant site. While hospitalized, the patient was treated with intravenous unasyn. The patient was discharged from the hospital on (B)(6) 2012, and was prescribed augmentin. The infection was resolved, and no further reports of infection have been reported as of the date of this report, (B)(4) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.